Event description:
Additional information was received from the healthcare provider (hcp) on (B)(6) 2016. The system was being used to deliver morphine (unknown lot number, dose, concentration, or therapy start/end dates). The patient was also taking the following medications at the time of the event: adderall xr, astelin, baclofen, coreg, cymbalta, nasonex, nexium, methadone, symbicort, benzepril, and hctz (hydrochlorothiazide). The patient¿s medical history included (B)(6), chronic low back pain, tachycardia, hypertension and arachnoiditis. The patient first started experiencing symptoms related to the reported infection approximately (B)(6) 2011. Cultures were taken as a diagnostic for the infection. It was unknown if the cause of the infection was determined or if the patient suffered permanent impairment as a result of the infection or explant procedure. It was unknown if there was a device, patient/therapy, or procedure issue related to the brain damage. It was unknown if the infection or system explant procedure were related to the brain damage. It was unknown if any diagnostics were performed related to the reported brain damage.

Event description:
Information was received from a consumer regarding a patient who received an unknown drug in an implantable pump non-malignant pain and failed back surgery syndrome. The infusion system was removed for infection. The patient suffered brain damage. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.